Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into the radial artery of a female trauma patient in the cctc with no complications noted. The catheter was in use for two hours when they had no waveform and were unable to draw blood back. Once the catheter was no longer functional it was removed and a new catheter was inserted in an alternate site. The hospital's flushing protocols were noted as" prime and pressurize with ns, flush after blood draws or with zeroing or as needed within the pressurized circuit, usually that equates to 5-10ml of flush at a time--practice has been like this for some time and has not changed. There was no delay in treatment and no patient death or complications reported.